Event description:
Bayer case number: (B)(4). Medical device removal [medical device removal], liver unable to perform its function (extreme fatigue, unable to move after meals), intestinal problems, asthenia [function liver abnormal], extreme fatigue [fatigue extreme], unable to move after meals [mobility decreased], intestinal problems [other disorders of intestine], asthenia / loss of energy [loss of energy], weight loss [weight loss], difficulty eating [eating disorder], difficulty doing any physical activity [decreased activity]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 14-mar-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 52-year-old female patient who had essure inserted (lot no: d40632) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2023, she experienced hepatic function abnormal ("liver unable to perform its function (extreme fatigue, unable to move after meals), intestinal problems, asthenia"), fatigue ("extreme fatigue"), mobility decreased ("unable to move after meals"), gastrointestinal disorder ("intestinal problems"), asthenia ("asthenia / loss of energy"), eating disorder ("difficulty eating") and decreased activity ("difficulty doing any physical activity") and was found to have weight decreased ("weight loss"). Essure was removed on (B)(6) 2024. On unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the asthenia had resolved and the weight decreased, eating disorder and decreased activity had not resolved. The outcomes for medical device removal, hepatic function abnormal, fatigue, mobility decreased and gastrointestinal disorder were unknown. No causality assessment was received for essure with regard to hepatic function abnormal, fatigue, mobility decreased, gastrointestinal disorder, asthenia, weight decreased, eating disorder, decreased activity or medical device removal. The reporter commented: period of onset: on (B)(6) 2023. Patient¿s current status: loss of energy, weight loss, difficulty eating, difficulty doing any physical activity. It has been 5 months since I had surgery to remove the implants. My energy is returning. The asthenia is gone. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 52 kg. [Alanine aminotransferase (0- 31 u/l)] on (B)(6) 2003: 96; on (B)(6) 2024: 114. [Aspartate aminotransferase (0- 31 u/l)] on (B)(6) 2003: 50; on (B)(6) 2024: 49. [Blood alkaline phosphatase (35- 104 u/l)] on (B)(6) 2003: 140; on (B)(6) 2024: 153. [Blood bilirubin] on (B)(6) 2003: 8.3; on (B)(6) 2024: 81.1. [C-reactive protein] on (B)(6) 2003: <0.6; on (B)(6) 2024: 2.3. [Gamma-glutamyltransferase (5- 36 u/l)] on (B)(6) 2003: 111; on (B)(6) 2024: 114. [Lipase] on (B)(6) 2003: 96; on (B)(6) 2024: 29. [Neutrophil count (2.10- 8.90 g/l)] on (B)(6) 2003: 1.48; on (B)(6) 2024: 35.3% - 1.44. [White blood cell count (4.49- 12.68 g/l)] on (B)(6) 2003: 3.72; on (B)(6) 2024: 4.07. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Medical device removal, liver unable to perform its function (extreme fatigue, unable to move after meals), intestinal problems, asthenia [function liver abnormal], extreme fatigue, unable to move after meals [mobility decreased], intestinal problems [other disorders of intestine], asthenia / loss of energy, weight loss, difficulty eating [eating disorder], difficulty doing any physical activity [decreased activity], toxicology analysis results indicated exposure levels at risk for silver and cerium [heavy metal poisoning], tool parasitology examinations showed the presence of blastocystis hominis [blastocystis hominis infection], stool dientamoeba fragilis infection. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2025. The most recent information was received on (B)(6) 2026. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 52-year-old female patient who had essure inserted (lot no. D40632) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of drug allergy, hay fever, house dust mite allergy and body mass index normal. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2023 she experienced hepatic function abnormal ("liver unable to perform its function (extreme fatigue, unable to move after meals), intestinal problems, asthenia"), fatigue ("extreme fatigue"), mobility decreased ("unable to move after meals"), gastrointestinal disorder ("intestinal problems"), asthenia ("asthenia / loss of energy"), eating disorder ("difficulty eating") and decreased activity ("difficulty doing any physical activity") and was found to have weight decreased ("weight loss"). On unknown date she experienced metal poisoning ("toxicology analysis results indicated exposure levels at risk for silver and cerium"), blastocystis infection ("tool parasitology examinations showed the presence of blastocystis hominis ") and dientamoeba infection ("stool dientamoeba fragilis infection") and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2024. At the time of the report, the asthenia was resolving and the weight decreased, eating disorder and decreased activity had not resolved. The outcomes for medical device removal, hepatic function abnormal, fatigue, mobility decreased, gastrointestinal disorder, metal poisoning, blastocystis infection and dientamoeba infection were unknown. The reporter considered blastocystis infection, dientamoeba infection and metal poisoning to be related to essure administration. No causality assessment was received for essure with regard to hepatic function abnormal, fatigue, mobility decreased, gastrointestinal disorder, asthenia, weight decreased, eating disorder, decreased activity or medical device removal. The reporter commented: period of onset: (B)(6) 2023. Patient¿s current status: loss of energy, weight loss, difficulty eating, difficulty doing any physical activity. It has been 5 months since I had surgery to remove the implants. My energy is returning. The asthenia is gone. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 19.572 kg/sqm. [Alanine aminotransferase] (date unknown): 52. [Alanine aminotransferase (0- 31 u/l)] on (B)(6) 2003: 96; on (B)(6) 2024: 114. [Aspartate aminotransferase (0- 31 u/l)] on (B)(6) 2003: 50; on (B)(6) 2024: 49; (date unknown): 47. [Blood alkaline phosphatase (35- 104 u/l)] on (B)(6) 2003: 140; on (B)(6) 2024: 153; (date unknown): 153. [Blood bilirubin] on (B)(6) 2003: 8.3; on (B)(6) 2024: 81.1. [Blood cholesterol] (date unknown): 2.79. [C-reactive protein] (date unknown): 72.5. [C-reactive protein] on 23-dec-2003: <0.6; on (B)(6) 2024: 2.3. [Gamma-glutamyltransferase (5- 36 u/l)] on (B)(6) 2003: 111; on (B)(6) 2024: 114; (date unknown): 78. [Laboratory test] on (B)(6) 2024: exposure levels at risk for silver and cerium, and exposure levels to monitor for niobium, antimony, manganese, lead, titanium, mercury, tin, neodymium, and cobalt. [Lipase] on (B)(6) 2003: 96; on (B)(6) 2024: 29. [Monocyte count] (date unknown): 1.21. [Neutrophil count ( 2.10- 8.90 g/l)] on (B)(6) 2003: 1.48; on (B)(6) 2024: 35.3% - 1.44. [Parasite stool test positive] (date unknown): presence of blastocystis hominis and dientamoeba fragilis. [White blood cell count] on (B)(6) 2023: 3.72. [White blood cell count (4.49- 12.68 g/l)] on (B)(6) 2003: 3.72; on (B)(6) 2024: 4.07. Batch number: d40632, expiration date: 2017-12-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2026: medical record received. New events metal poisoning, blastocystis hominis & dientamoeba fragilis new events were added. Lab data updated. Additional reporter updated. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Medical device removal [medical device removal], liver unable to perform its function (extreme fatigue, unable to move after meals), intestinal problems, asthenia [function liver abnormal], extreme fatigue [fatigue extreme], unable to move after meals [mobility decreased] , intestinal problems [other disorders of intestine] , asthenia / loss of energy [loss of energy], weight loss [weight loss], difficulty eating [eating disorder], difficulty doing any physical activity [decreased activity]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 14-mar-2025. The most recent information was received on 20-mar-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 52-year-old female patient who had essure inserted (lot no. D40632) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2016, the patient had essure inserted. In (B)(6) 2023 she experienced hepatic function abnormal ("liver unable to perform its function (extreme fatigue, unable to move after meals), intestinal problems, asthenia"), fatigue ("extreme fatigue"), mobility decreased ("unable to move after meals"), gastrointestinal disorder ("intestinal problems"), asthenia ("asthenia / loss of energy"), eating disorder ("difficulty eating") and decreased activity ("difficulty doing any physical activity") and was found to have weight decreased ("weight loss"). On unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2024. At the time of the report, the asthenia was resolving and the weight decreased, eating disorder and decreased activity had not resolved. The outcomes for medical device removal, hepatic function abnormal, fatigue, mobility decreased and gastrointestinal disorder were unknown. No causality assessment was received for essure with regard to hepatic function abnormal, fatigue, mobility decreased, gastrointestinal disorder, asthenia, weight decreased, eating disorder, decreased activity or medical device removal. The reporter commented: period of onset: october 2023. Patient¿s current status: loss of energy, weight loss, difficulty eating, difficulty doing any physical activity. It has been 5 months since I had surgery to remove the implants. My energy is returning. The asthenia is gone. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 52 kg. [Alanine aminotransferase (0- 31 u/l)] on (B)(6) 2003: 96; on (B)(6)2024: 114. [Aspartate aminotransferase (0- 31 u/l)] on (B)(6)2003: 50; on (B)(6) 2024: 49. [Blood alkaline phosphatase (35- 104 u/l)] on (B)(6) 2003: 140; on (B)(6) 2024: 153. [Blood bilirubin] on (B)(6) 2003: 8.3; on (B)(6) 2024: 81.1. [C-reactive protein] on (B)(6) 2003: <0.6; on (B)(6) 2024: 2.3. [Gamma-glutamyltransferase (5- 36 u/l)] on (B)(6)2003: 111; on (B)(6)2024: 114. [Lipase] on (B)(6) 2003: 96; on (B)(6) 2024: 29. [Neutrophil count (2.10- 8.90 g/l)] on (B)(6) 2003: 1.48; on (B)(6) 2024: 35.3% - 1.44. [White blood cell count (4.49- 12.68 g/l)] on (B)(6) 2003: 3.72; on (B)(6) 2024: 4.07. Batch number: d40632, expiration date: 2017-12-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 20-mar-2025: quality safety evaluation of ptc. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Medical device removal [medical device removal]. Liver unable to perform its function (extreme fatigue, unable to move after meals), intestinal problems, asthenia [function liver abnormal]. Extreme fatigue [fatigue extreme]. Unable to move after meals [mobility decreased]. Intestinal problems [other disorders of intestine]. Asthenia / loss of energy [loss of energy]. Weight loss [weight loss]. Difficulty eating [eating disorder]. Difficulty doing any physical activity [decreased activity]. Toxicology analysis results indicated exposure levels at risk for silver and cerium [heavy metal poisoning]. Tool parasitology examinations showed the presence of blastocystis hominis [blastocystis hominis infection]. Stool dientamoeba fragilis infection [dientamoeba fragilis infection] sick leave [sick leave]. Case narrative: the below report was received by health authority ansm (reference number: r2505617) on 14-mar-2025. The most recent information was received on 12-mar-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 52 year-old female patient who had essure inserted (lot no. D40632) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of drug allergy, hay fever, house dust mite allergy and body mass index normal. No medical file provided, not possible to identify any medical history. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2023, she experienced hepatic function abnormal ("liver unable to perform its function (extreme fatigue, unable to move after meals), intestinal problems, asthenia"), fatigue ("extreme fatigue"), mobility decreased ("unable to move after meals"), gastrointestinal disorder ("intestinal problems"), asthenia ("asthenia / loss of energy"), eating disorder ("difficulty eating") and decreased activity ("difficulty doing any physical activity") and was found to have weight decreased ("weight loss"). Essure was removed on (B)(6) 2024. In 2024, she experienced sick leave ("sick leave"). On unknown date she experienced metal poisoning ("toxicology analysis results indicated exposure levels at risk for silver and cerium"), blastocystis infection ("tool parasitology examinations showed the presence of blastocystis hominis ") and dientamoeba infection ("stool dientamoeba fragilis infection") and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (laparoscopy with hysterectomy). At the time of the report, the asthenia was resolving and the weight decreased, eating disorder and decreased activity had not resolved. The outcomes for medical device removal, hepatic function abnormal, fatigue, mobility decreased, gastrointestinal disorder, metal poisoning, blastocystis infection, dientamoeba infection and sick leave were unknown. The reporter considered blastocystis infection, dientamoeba infection, metal poisoning and sick leave to be related to essure administration. No causality assessment was received for essure with regard to hepatic function abnormal, fatigue, mobility decreased, gastrointestinal disorder, asthenia, weight decreased, eating disorder, decreased activity or medical device removal. The reporter commented: period of onset: on (B)(6) 2023. Patient¿s current status: loss of energy, weight loss, difficulty eating, difficulty doing any physical activity. It has been 5 months since I had surgery to remove the implants. My energy is returning. The asthenia is gone report of side effect dated on (B)(6) 2025, provided without medical content. At the time of the report, mention of uterine pathologies probably responsible for the reported symptoms, seemed yo be not linked to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 19.572 kg/sqm. [Alanine aminotransferase] (date unknown): 52. [Alanine aminotransferase (0- 31 u/l)] on (B)(6) 2003: 96; on (B)(6) 2024: 114 [aspartate aminotransferase (0- 31 u/l)] on (B)(6) 2003: 50; on (B)(6) 2024: 49; (date unknown): 47 [bacterial test] (date unknown): presence of blastocystis hominis and dientamoeba fragilis. [Blood alkaline phosphatase 35- 104 u/l)] on (B)(6) 2003: 140; on (B)(6) 2024: 153; (date unknown): 153 [blood bilirubin] on (B)(6) 2003: 8.3; on (B)(6) 2024: 81.1 [blood cholesterol] (date unknown): 2.79 [c-reactive protein] (date unknown): 72.5 [c-reactive protein] on (B)(6) 2003: <0.6; on (B)(6) 2024: 2.3 [gamma-glutamyltransferase (5- 36 u/l)] on (B)(6) 2003: 111; on (B)(6) -2024: 114; (date unknown): 78 [hair metal test] on (B)(6) 2024: not available [laboratory test] on (B)(6) 2024: exposure levels at risk for silver and cerium, and exposure levels to monitor for niobium, antimony, manganese, lead, titanium, mercury, tin, neodymium, and cobalt. [Lipase] on (B)(6) 2003: 96; on (B)(6) 2024: 29 [monocyte count] (date unknown): 1.21 [neutrophil count (2.10- 8.90 g/l)] on (B)(6) 2003: 1.48; on (B)(6) 2024: 35.3% - 1.44 [white blood cell count] on (B)(6) 2023: 3.72 [white blood cell count (4.49- 12.68 g/l)] on (B)(6) 2003: 3.72; on (B)(6) 2024: 4.07 batch number: d40632, expiration date: 2017-12-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 12-mar-2026: medical record received. Event sick leave added. Essure removal date updated. Reporter causality comment. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.